Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate reported the following: in 2017 (month and day is unknown, therefore (B)(6) 2017 will be used) the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), the aneurysm had continued to grow so the physician chose to explant. There was a reintervention on (B)(6) 2024, the physician performed an open conversion and explanted the gore® excluder® aaa endoprostheses. The patient tolerated the procedure. The root cause for the aneurysm sac continuing to grow is unknown, the physician stated after explanting the graft there was no obvious reason for a leak from the graft. No additional information is available.